Event description:
On (B)(6) 2022, an ivtm therapy was initiated for a neuro patient for fever control. A solex 7 catheter (lot #unknown) was placed into the patient's left internal jugular vein. An arterial catheter was placed in the patient's right radial artery, and an arterial sheath was placed in the right femoral vein. On (B)(6) 2022, the nurse noted that the 500ml saline bag was running low. The nurse did not observe any saline leak from the catheter, and there was no saline on the floor or the bed. The customer suspected saline infusion into the patient, and the decision was made to replace the solex 7 catheter with another solex (lot #171810). The second solex 7 catheter was placed into the patient's right internal jugular vein, and the saline bag was replaced to continue the ivtm therapy. On (B)(6) 2022, during the normothermia maintenance phase, the nurse observed decreasing volume of saline from the 500 ml saline bag. The nurse noted the decreasing saline volume before the thermogard xp ivtm system generated an alarm. The customer suspected catheter leak and approximately a total of 400 to 450 ml of saline infusion into the patient. The customer did not perform a leak check per new IFU before replacing the catheter/saline bag. The ivtm therapy was stopped because the patient no longer required fever management. The customer has disposed of the solex catheter (lot #unknown). No consequences or impacts on the patient. Please see the following related MFR report: MFR 3010617000-2022-00560 for the solex 7 catheter (lot #171810).

Manufacturer narrative:
The solex 7 catheter (lot #unknown) in the reported complaint will not be returned for investigation because the customer has disposed it. Therefore, physical investigation could not be performed and the root cause could not be determined.

Event description:
On (B)(6), 2022, an ivtm therapy was initiated for a neuro patient for fever control. A solex 7 catheter (lot #unknown) was placed into the patient's left internal jugular vein. An arterial catheter was placed in the patient's right radial artery, and an arterial sheath was placed in the right femoral vein. On (B)(6), 2022, the nurse noted that the 500ml saline bag was running low. The nurse did not observe any saline leak from the catheter, and there was no saline on the floor or the bed. The customer suspected saline infusion into the patient, and the decision was made to replace the solex 7 catheter with another solex 7 catheter. The second solex 7 catheter (lot #169099) was placed into the patient's right internal jugular vein, and the saline bag was replaced to continue the ivtm therapy. On (B)(6), 2022, during the normothermia maintenance phase, the nurse observed decreasing volume of saline from the 500 ml saline bag. The nurse noted the decreasing saline volume before the thermogard xp ivtm system generated an alarm. The customer suspected a catheter leak and approximately a total of 400 to 450 ml of saline infusion into the patient. The ivtm therapy was stopped because the patient no longer required fever management. The customer has disposed of the solex catheter (lot #unknown). There was no device malfunction reported on the thermogard system. No consequences or impacts on the patient.please see the following related MFR report:MFR 3010617000-2022-00560 for the solex 7 catheter (lot #169099)

Manufacturer narrative:
Correction in b5 (describe event or problem) - lot # of the second solex 7 catheter was corrected.